Event description:
It was reported that during a coronary drug eluting stenting treatment proccedure there was difficulty deflating the balloon. The lesion being treated was in the right coronary artery (rca). After predilation, the physician successfully deployed a taxus express2 8.8% 3.5 x 32 mm drug eluting stent at 16 and 20 atms. It is noted that the physician experienced difficulties inflating the balloon. The physician estimated that it took about 30 seconds for the balloon to fully inflate. Upon withdrawal the delivery balloon with a guidewire and was successful. However, the physician was able to retract the partially inflated balloon into the guide catheter. It is noted the balloon was partially inflated in the pt's body for about 8 minutes and the pt had some st elevations. The st elevation resolved after the balloon was successfully removed from the pt's body the pt was then transferred back to the floor and discharged home the next day. It is noted there were no enzymes changes and no pt injuries occurred. Pt status is reported as "fine/good".